Event description:
It was reported that a ez45b was used during a video assisted thoracic surgery procedure. It was reported by the affiliate that the surgeon could not fire the instrument because he felt resistance. The surgeon confirmed he heard a "click" during instrument closing. A new device was used to complete the case. There was no consequence to the pt.